Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported the nurse drew 1.2ml of vancomycin into a 3 ml syringe and attached it to a 0.5 ml extension set and connected it to the medfusion® 3500 syringe pump. The syringe pump was programmed to deliver the medication over of a 60 minute period. The nurse noted that the syringe of medication was empty after 18 minutes and there were 42 minutes remaining of the infusion. The nurse removed the syringe and attached a flush to infuse the remaining medication in the tubing at a slower rate. It was reported that no patient injury occurred.